Event description:
On 1st may 2017 the manufacturer was notified through patient tracking of the following event: on (B)(6) 2017 a pvs 23 mm was implanted. The post operative echo showed a slight para valvular leak and the physician decided to re operate on the same day. The pvs valve was explanted and edwards magna ease 25 mm was implanted. The patient was fine and had a normal recovery.

Manufacturer narrative:
The returned product was received in an explant kit and in the original plastic jar and appeared in general good conditions showing residual traces of blood on the pericardium tissue. After decontamination, the valve was visually inspected without highlight any particular elements of non conformity according to the specifications. The shape of the valve appeared irregular reasonably due to the manipulation during the explant. No irregularity was identified with the p-np gauge test. The results of the document review for the nitinol component of perceval ¿ pvs 23 /m ¿ sn (B)(4) confirmed that the component satisfied all material, dimensional and performance standards required for a perceval valve size 23 / m at the time of manufacture and release. The visual and dimensional inspection performed on the returned prosthesis confirmed the absence of manufacturing defects and the conformity of the product. According to the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. Based on the action taken of the perceval valve size 23 mm explanted and a magna ease 25mm implanted it is possible that there was a mis-match in sizing which would attribute to this event.